Event description:
It was reported that a patient underwent left eye age-related cataract surgery on (B)(6) 2013. The patient was discharged from hospital the next day and his vision was 0.6 after the procedure. Five (5) days later, the patient felt pain in the left eye and he went to the hospital for a check. The pupils could not be dilated and it was found that the lens and iris adhered and a little pus exuded. The surface of lens was covered with white mucosa. A vitrectomy was performed because of vitreous turbidity. After the procedure, the patient stayed in hospital for observation. The patient could sense light on (B)(6) and saw something on (B)(6) 2013. Patient had the right eye cataract procedure one (1) month before. It was indicated by the director of the hospital, the possibility of enophthalmia after cataract surgery is related to many factors, such as the time and frequency of antibiotics usage before procedure and patient constitution. After procedure, the patient was discharged from the hospital, and it can not be excluded that the patient was infected after leaving hospital. After the vitrectomy, the patient's vision was gradually restored. The physician suggested to the patient for him stay in hospital for observation and appropriate use of antibiotics. Enophthalmia infection and bacterial cultures were performed; however, no bacteria was found. Hospital indicated they do no know what caused the enophthalmia. No further information was provided.

Manufacturer narrative:
. Telephone number: unknown. (B)(4). To date, the intraocular lens remains implanted. Placeholder.

Manufacturer narrative:
. (B)(6). Based on the manufacturing record review, the documentation shows that the production order was manufactured according to specifications. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. The sterilization record for this lot was reviewed and no deviations that could affect the sterility assurance were identified. The product was processed according to requirements and met the specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.